Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 421 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as nausea. Customer also stated that infusion set cannula was bent. Customer did not feel okay to troubleshoot. The insulin pump will not returned for analysis.